Event description:
The stent graft fit ¿loosely¿ over the catheter when it was removed from packaging. Physician was not comfortable using the device.

Manufacturer narrative:
Analysis of the stent reveals that it has shifted in the distal direction (toward the tip of the catheter) by approx. 2mm. The stent shows evidence of crimping and crimp marks have also been imprinted on both the balloon and shaft. There was blood throughout the catheter shaft in the guide wire lumen and on the distal end and middle of the stent. If the stent was loose upon exiting the package, the stent would have shifted in the proximal direction (away from the tip) as an attempt to enter the introducer was made. Based on these observations it is our conclusion that the device was pulled back at some point either into or back through the introducer. The instructions for use clearly states that if it becomes necessary to remove an undeployed device from the body, remove the catheter, guide wire and bronchoscope or endotracheal tube as one unit.